Manufacturer narrative:
This MDR report is being submitted to address issues related specifically to the device's columns for not delivering oxygen as expected. As the columns are consider a disposable accessoryy and are not required to be return for further analysis. The report focuses on the column peformance concerns rather than any malfucntion of the primary device itself.

Event description:
On (B)(6) 2025 the patient called inogen to report that he was having low oxygen error. The patient confirmed the issues with his oxygen g4 unit while traveling, resulting in hospitalization for 3 days after being out of oxygen for 2 days during a cruise. Per the patient he is back home recovering, he received new columns for the device which it is now functioning well with no issues.